Event description:
Clarification was received that a computer software error did not occur and those were the setting that the generator was shipped from the manufacturer at. A malfunction did not occur.

Event description:
While reviewing programming history in the manufacturer programming history database it was noted that the appeared to have occurred that changed the patient's settings. It is unclear when the incomplete diagnostic occurred as it was not captured in the programming history available. It is unclear if the patient was intentionally left at those setting or may have been programming to the settings. The settings were changed to intentional setting at that appointment.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
The initial was inadvertently indicated that there was device malfunction but with clarification provided there was no device malfunction and the initial report should not have been submitted.